Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), abdominal distension ("chronic abdominal bloating") and rash ("skin rashes") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (had a baby) in 2009, multigravida and parity 3 (B)(6) 2000, (B)(6) 2012, (B)(6) 2009.). Plaintiff did not claim that essure worsened a previously existing injury/condition. She was not advised about of any complications or problems that occurred at the time of your essure placement procedure. Essure lot number was not provided. She did not use birth control or contraception at any time following her essure placement procedure, whether at the advice of a physician or otherwise. She did you retain the essure or any portion of it. She was not advised of any complications from your essure removal procedure. Concurrent conditions included dysequilibrium (referral for vestibular rehabilitation therapy.) Since (B)(6) 2014. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), fatigue ("extreme fatigue (chronic)"), headache ("headaches (severe persistent)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), nausea ("nausea (severe persistent)"), dizziness ("dizziness (severe persistent)"), vertigo ("vertigo (severe persistent)"), arthralgia ("joint pain (constant , intense)"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), cyst ("cysts"), furuncle ("boils"), pain ("severe persistent pain") and abdominal pain ("abdominal pain (constant ,sudden)"). On (B)(6) 2015, the patient experienced hot flush ("hot flashes"), anxiety ("anxiety"), irritability ("irritability") and night sweats ("night sweats"). On an unknown date, the patient experienced loss of libido ("loss of libido"), coital bleeding ("bleeding after sex") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with analgesics, surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy) and surgery (on (B)(6) 2015, patient underwent hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, depression, migraine, fatigue, headache, dyspareunia, alopecia, nausea, dizziness, vertigo, arthralgia, cyst and furuncle had resolved, the rash, loss of libido, coital bleeding, feeling abnormal, hot flush, panic attack, anxiety, irritability, night sweats, abdominal pain and hypersensitivity outcome was unknown and the pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, coital bleeding, cyst, depression, dizziness, dyspareunia, fatigue, feeling abnormal, furuncle, genital haemorrhage, headache, hot flush, hypersensitivity, irritability, loss of libido, migraine, nausea, night sweats, pain, panic attack, pelvic pain, rash and vertigo to be related to essure. The reporter commented: she was never diagnosed with a nickel allergy, but had hypersensitivity symptoms, including depression, joint pain, constant nausea, chronic fatigue, hair loss, headaches, skin rashes and cysts/boils. She took over the counter pain killers for joint pain; migraines; back/pelvic pain. Following the removal of her essure device, her vertigo, dizziness, migraines, hair loss, joint pain, back/pelvic pain, excessive bleeding, painful intercourse, skin rashes, cysts/boils, depression, and chronic abdominal bloating resolved. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in (B)(6) 2013: essure confirmation test. Current weight: 147 (units unspecified). No ultrasound. Most recent follow-up information incorporated above includes: on 10-apr-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), abdominal distension ("chronic abdominal bloating") and rash ("skin rashes") in a (B)(6) female patient who had essure inserted for permanent birth control by bilateral occlusion of the fallopian tubes. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (had a baby) in 2009, multigravida and parity 3 ((B)(6) 2000, (B)(6) 2012, (B)(6) 2009.). Plaintiff did not claim that essure worsened a previously existing injury/condition. She was not advised about of any complications or problems that occurred at the time of your essure placement procedure. Essure lot number was not provided. She did not use birth control or contraception at any time following her essure placement procedure, whether at the advice of a physician or otherwise. She did you retain the essure or any portion of it. She was not advised of any complications from your essure removal procedure. Concurrent conditions included dysequilibrium (referral for vestibular rehabilitation therapy.) Since (B)(6) 2014. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), depression ("depression"), migraine ("migraines"), fatigue ("extreme fatigue (chronic)"), headache ("headaches (severe persistent)"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), nausea ("nausea (severe persistent)"), dizziness ("dizziness (severe persistent)"), vertigo ("vertigo (severe persistent)"), arthralgia ("joint pain (constant , intense)"), feeling abnormal ("brain fog"), panic attack ("panic attacks"), cyst ("cysts"), furuncle ("boils"), pain ("severe persistent pain") and abdominal pain ("abdominal pain (constant ,sudden)"). On (B)(6) 2015, the patient experienced hot flush ("hot flashes"), anxiety ("anxiety"), irritability ("irritability") and night sweats ("night sweats"). On an unknown date, the patient experienced loss of libido ("loss of libido"), coital bleeding ("bleeding after sex") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with paracetamol (pain relief), surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy), surgery (on (B)(6) 2015, patient underwent hysterectomy) and surgery (on (B)(6) 2015, patient underwent hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, depression, migraine, fatigue, headache, dyspareunia, alopecia, nausea, dizziness, vertigo, arthralgia, cyst and furuncle had resolved, the rash, loss of libido, coital bleeding, feeling abnormal, hot flush, panic attack, anxiety, irritability, night sweats, abdominal pain and hypersensitivity outcome was unknown and the pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, coital bleeding, cyst, depression, dizziness, dyspareunia, fatigue, feeling abnormal, furuncle, genital haemorrhage, headache, hot flush, hypersensitivity, irritability, loss of libido, migraine, nausea, night sweats, pain, panic attack, pelvic pain, rash and vertigo to be related to essure. The reporter commented: she was never diagnosed with a nickel allergy, but had hypersensitivity symptoms, including depression, joint pain, constant nausea, chronic fatigue, hair loss, headaches, skin rashes and cysts/boils. She took over the counter pain killers for joint pain; migraines; back/pelvic pain. Following the removal of her essure device, her vertigo, dizziness, migraines, hair loss, joint pain, back/pelvic pain, excessive bleeding, painful intercourse, skin rashes, cysts/boils, depression, and chronic abdominal bloating resolved. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in (B)(6) 2013: essure confirmation test. (B)(6). No ultrasound. Most recent follow-up information incorporated above includes: on 14-nov-2017: the case is now valid. Case was upgraded in incident category. Reporter information was updated. Patient demographics was updated. Essure explantation date was added. Essure indication was added. Severe and permanent injuries was updated to: on (B)(6) 2012, patient experienced vertigo, dizziness, migraines, hair loss, joint pain, back/pelvic pain, brain fog, extreme fatigue, panic attacks, depression, brain fog, excessive bleeding, painful intercourse, skin rashes, cysts and boils, depression, chronic abdominal bloating and severe and persistent pain. On (B)(6) 2015, patient underwent hysterectomy symptoms include anxiety/irritability, night sweats, hot flashes. Reporter assessed events were related with essure. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.